Event description:
It was reported the right ventricular (rv) lead impedance was greater than 3,000 ohms. At a second physician check of the lead the following day, the patient indicated they had a car accident approximately two weeks prior and the patient felt they were "heated but did not feel bad", but the lead impedance trends had been increased prior to the accident and had been greater than 3,000 ohms by the day of the accident. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4); the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was apparent explant damage.